Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced a low blood glucose level of 30 mg/dl. The 911 was called and his friend gave him orange juice. The paramedics were dispatched on (B)(6) 2016. He did not go to the hospital. The paramedics did not treat the customer. The device was not returned.